Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited post-paced t-wave oversensing episodes on a stored egm. The patient was asymptomatic. Programming changes and further testing were recommended.

Event description:
Additional information received indicated that programming changes were made to resolve the post-paced t-wave oversensing episodes reported on (B)(6) 2018.

Event description:
New information received indicated that through remote transmission, additional post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were suggested.